Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 89 mg/dl. No signs of physical damage. The device was not dropped, bumper, or exposed to moisture. Battery cap was not missing or damaged. Battery compartment and springs were neither damaged nor corroded. Customer was advised to clean battery compartment, insert a new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.